Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g353 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g353 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). Date of report: 01/09/2019.

Event description:
Customer called to report a pto leak that was discovered when the kit was removed after a completed treatment. Customer stated that the patient is stable. The customer stated that 1500 ml of whole blood was processed. The customer stated that the kit primed with no issues. The customer stated there were no alarms during the treatment. The customer stated that they noticed bubbles in the pto filter during reinfusion. The customer stated that they saw blood on the pump deck after the kit was removed. The customer returned the kit and photographs for investigation.

Manufacturer narrative:
The complaint kit and photographs were returned for analysis. A review of the customer provided photographs show evidence of dried blood on the left side of the return filter in the pump tubing organizer (pto). The pto of the returned kit was pressure tested and confirmed the leak in the pto filter. A bisection of the pto filter weld at the leak source identified that the energy director had not been fully collapsed during ultrasonic welding. As a result, the root cause of the pto filter leak was due to a poor weld between the filter cover and the base of the pto during the manufacturing process. No further action is required at this time. This investigation is now complete. (B)(4).